Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux-en-y gastric bypass procedure, while on linear transection of gastric pouch and jejunum, there was an 'excessive' bleeding at the staple line. The bleeding was not more than 500 cc. Titanium clips were applied to the staple line to resolve the issue in order to complete the case.